Event description:
It was reported the lcd (liquid crystal display) screen is broken. The epg (external pulse generator) was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) lens is broken. Ring cover is broken.